Manufacturer narrative:
Date of event: exact date unknown, event occurred since implant. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 7070029.

Event description:
It was reported that the patient was not getting an adequate pain relief and had more pain when the stimulation was off. No device malfunction was suspected. The patient underwent a full system explant procedure and was doing well postoperatively. The explanted devices will not be returned as they were discarded by the medical facility.